Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, growth of the right common iliac artery (rcia) was identified during a routine follow up. An intervention was completed. The physician elected to successfully treat the patient by implanting a limb stent graft. During the intervention, thrombosis was identified in the internal iliac. The physician used coils (non- endologix) to treat the thrombosis. The patient was reported in stable condition post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, the reported sac growth of the right common iliac artery was unable to be confirmed due to lack of comparative imaging. Additionally, there was evidence to reasonably suggest a type ib endoleak of the right common iliac artery occurred. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / imaging available for review. The final patient status was reported to be stable after a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem ¿ updated. H6: result code-remove 3233. H6: conclusion code-remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, growth of the right common iliac artery (rcia) was identified during a routine follow up. An intervention was completed. The physician elected to successfully treat the patient by implanting a limb stent graft. During the intervention, thrombosis was identified in the internal iliac. The physician used coils (non- endologix) to treat the thrombosis. The patient was reported in stable condition post intervention. Additional information: during the investigation of this event, a type ib endoleak of the right common iliac artery was identified.